Event description:
It was reported that a revision surgery from the left hip was performed due to unknown reasons. Another revision surgery from unknown devices was performed on (B)(6) 2017.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that a left hip 2 stage revision surgery was performed due to infection and elevated test results.